Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the olympus service operation repair center (sorc) and found that the distal end cover was cracked. There was no report of patient injury associated with this event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there was a possibility that the reported phenomenon was attributed to the external force loaded onto the distal end cover due to user handling during transport, storage, clinical use, or cleaning of the subject device.